Event description:
It was reported via repair work order that the side rail could not remain latched due to damaged spring spacer and damaged top rail. It was also reported that the brakes could not hold due to worn brake rings and damaged cam bracket assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.